Event description:
It was reported that shortly after implant procedure, the pocket was reopened due to no pacing in any ventricles. The leads were checked with psa successfully but when device was reconnected, it did not work. The device was removed and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported pacing anomaly could not be reproduced in the laboratory. Pacing functions performed normally between rv and vtip during bench testing for the rv channel when the device was placed at the settings reported from the field. Normal pacing output was measured in the lv channel. The device was tested on the automated electrical system. No anomalies were detected.